Manufacturer narrative:
As reported, a 6f/7f mynxgrip vascular closure device (vcd) was used, and it was reported that ¿the plug got stuck inside.¿ there was no reported patient injury. In the procedure, the vcd was utilized within a 6f non-cordis sheath in the right femoral artery. The balloon was drawn back to the first stop at the sheath, then to a second stop at the arteriotomy, and subsequently, the side port was opened, achieving occlusion with the balloon. The green handle was advanced down to the sheath, yet only partial removal of the sheath halfway out from the tract was possible (noteworthy was the substantial tract available for maneuvering). However, the sheath became ¿stuck.¿ despite several attempts to fully remove the sheath from the tract, to avoid potential vascular or tissue damage to the patient, the decision was made to abort the closure, safely remove the system, and apply manual pressure for hemostasis. After deflating the balloon, the entire assembly was withdrawn without incident. Notably, the plug remained within the black tube at the distal end of the sheath. One non-sterile mynxgrip 6f/7f, which was part of the reported complaint, was returned for investigation. Upon visual inspection of the received device, it was noted that the shuttle was disengaged from the black handle with the stopcock in the open position. The syringe was not received for evaluation. The sealant and the advancer tube were observed on the catheter shaft. Additionally, the balloon was fully deflated. The device underwent inspection for any anomalies that might have contributed to the reported incident, and no anomalies were found. Furthermore, an unknown procedural sheath was on the device, and blood was noted in the procedure sheath; however, no damages were noted on it. Per functional analysis, the shuttle was received disengaged from the device, which resulted in the sealant and advancer tube being deployed. Despite this, the shuttle cartridge was still able to advance and retract to the black handle on the received device in accordance with the mynxgrip instructions for use (IFU). This confirms that the shuttle was capable of smooth operation and successfully verified the deployment of the advancer tube and sealant. Per microscopic analysis, the tamp locks were inspected for damages that may have prevented the advancer tube from engaging to the proximal tamp lock during the procedure, and no damages were found during visual inspection at high magnification. In addition, microscopic examination confirmed the presence of the slit in the outer cartridge of the unit received. The reported event of ¿sealant-device deployment jam¿ was not confirmed through analysis of the returned device since deployment of the sealant passed functional analysis with no anomalies noted. The exact cause of the failure experienced by the customer could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue reported since there were no anomalies noted during functional analysis and the device performed per the IFU. However, the event experienced could have been attributed to the hydrogel pre-swelling. Premature swelling of the sealant can occur when a high amount of tension is applied to the balloon catheter during the shuttle deployment step and/or failure to open the sheath¿s stopcock before shuttle advancement, which can result in a tight seal at the tip of the sheath. As the device is advanced, blood can be trapped inside the sheath due to the tight seal, causing the sealant to hydrate prematurely and contribute to a sheath retraction issue during sealant deployment. It is important to note that if the sealant prematurely hydrates, it will increase in profile and can adhere to the device components, creating resistance and obstructing the device path during the procedure. According to the IFU, which is not intended as a mitigation, ¿detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6/7 mynxgrip vascular closure device (vcd) was used and it was reported "the plug got stuck inside". There was no reported patient injury. In the procedure, the vcd was utilized within a 6f non-cordis sheath in the right femoral artery. The balloon was drawn back to the first stop at the sheath, then to a second stop at the arteriotomy, and subsequently, the side port was opened, achieving occlusion with the balloon. The green handle was advanced down to the sheath, yet only partial removal of the sheath halfway out from the tract was possible (noteworthy was the substantial tract available for maneuvering). However, the sheath became ¿stuck¿. Despite several attempts to fully remove the sheath from the tract, to avoid potential vascular or tissue damage to the patient, the decision was made to abort the closure, safely remove the system, and apply manual pressure for hemostasis. After deflating the balloon, the entire assembly was withdrawn without incident. Notably, the plug remained within the black tube at the distal end of the sheath. The device is being returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d4, g3, g6, h1, h2, h3 and h6. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.